Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited instances of pacing below the lower rate, resulting in bradycardia. It was suspected that the patient was experiencing ectopic beats that were resetting the device timing. The device remains in use. No further patient complications have been reported as a result of this event.